Event description:
Customer reported that she has skin irritation from the sensors. Customer stated that site bothered her and received calibration error alerts. Customer had three insertion areas where her sites were open and with fluid. Two of them were from the sensor insertion and the other from the tape. She stated the sites are healed. Customer had been off the sensor for a week to allow her sites to heal. Customer reported that she thinks she threw away her transmitter when removing the sensor. Current blood glucose was 207 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.